Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient developed an infection at the generator incision site about two months after generator replacement surgery. The patient was noted to have been picking at the incision site. The generator was explanted due to the infection. Device history records were reviewed and the generator was confirmed to be sterilized and there were no nonconformities prior to distribution no other relevant information has been received to date.